Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their previous implant was replaced because the previous implant helped their pain but not to the point where it fully relieved their pain. Patient did not recall event date. The implant was replaced but they were still in a lot of pain with the new implant and the issue did not resolve. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3 event date is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.